Manufacturer narrative:
Based on the available information, boston scientific's investigation findings it was concluded the alleged event was a known inherent risk of the device. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
(B)(6) clinical study: it was reported that following an index ablation procedure that was completed with an intellanav stablepoint catheter on (B)(6) 2022. During the one month follow-up the patient presented with hypertension. Possibly related to the study procedure or worsening preexisting condition. The patient had difficulty controlling blood pressure and was prescribed oral hydralazine and lisinopril. Recommended to follow-up in a couple weeks. The catheter is not expected to be returned as the complication arose after the procedure had been completed.